Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established during this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding, right heart failure, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, the IFU states that patients may develop right ventricular failure during or shortly after implant, outlines the associated treatment options, and further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced right heart failure, bleeding from ureter, epistaxis, renal dysfunction, rectal bleeding, and respiratory failure. The patient received inotropes, "electric koagulation", tamponade, intubation, tracheostomy, 21 units of packed red blood cells (prbc) and dialysis treatment. No further information was provided.